Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user applied blood to strip before inserting strip into meter. Manufacturer contacted customer with follow up phone calls to know whether or not the symptoms persist and ensure the new product replacement resolved the initial concern;customer did not report fainting symptoms;customer is comfortable with the new product replacement glucose readings.

Event description:
Costumer reported complaint for e-3 error display after applied the blood sample on the test strip before inserting strip into the meter. The booklet guide (IFU) does not recommend apply the blood sample on the strip before inserted into the meter. The customer reported symptom of feeling faint. Customer states that faints a lot, customer has been fainting for 5 years. The customer's expected fasting blood glucose test result range is undisclosed. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The test strip lot manufacturer's expiration date is undisclosed. The meter memory was undisclosed. Customer states that is not sure if fainting symptom is related to diabetes before customer states that recently had blood work done and the doctor advise to start testing 4 times a day because customer was diagnosed with diabetes.